Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis found that the steroid plug had slipped out from inside the helix and was in an extended position. This may have prevented the fixation of the helix into the heart wall, which could have caused lead dislodgement.

Event description:
It was reported that one day post implant, the lead exhibited less than 1 mv sensing thresholds. An x-ray revealed that the lead dislodged. Subsequently the lead was replaced.